Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the "round connector at patient wye" of an rt265 infant dual-heated evaqua2 breathing circuit became disconnected during a turn after less than two hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare for investigation. The subject circuit was visually inspected and pressure tested. Results:the swivel was returned partially disassembled from the elbow. No damage was observed to the swivel, elbow and other parts of the returned breathing circuit. The swivel and the elbow were reassembled, and the whole breathing circuit was pressure tested. The pressure test result was within specification. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the "round connector at patient (B)(6)" of an rt265 infant dual-heated evaqua2 breathing circuit became disconnected during a turn after less than two hours of use. No patient consequence was reported.